Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that abutment screw broke off inside implant. Dentist was not able to be retrieved. Implant was removed and patient was sent home to heal. Tooth location 19

Event description:
Further event information not available at the time of this report.

Manufacturer narrative:
One t3 implant was returned for inspection with a mating restoration. A visual inspection revealed signs of damage at the top portion, and the threaded region is destroyed. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. The complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite hexed screws, it is recommended to torque at 20ncm. A root cause for the complaint could not be determined.